Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as "occurred in last year". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal vancomycin (dose, duration and frequency not reported) for the peritonitis. At the time of this report, the patient outcome was not reported. Dianeal therapy was ongoing. No additional information could be provided as the reporter declined follow-up.